Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient developed granulomatous formations around the electrode array. Treatment with boric acid was unsuccessful. The implanted device remains.